Event description:
It was reported that during an angioplasty procedure, the pta balloon allegedly had inflation issue. It was further reported that the balloon was allegedly deformed. Reportedly, after the device was removed, a wire was wrapped around the distal aspect of the balloon. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer. The investigation of the reported event is currently underway. (Expiry date: 12/2024).

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one photo was provided and reviewed. The photo shows the balloon which appeared to be bloody. The distal end of the balloon was noted to be deformed and unraveled fiber was able to be observed. No other anomalies are noted in the provided photo. One atlas pta dilatation catheter was returned for evaluation. Peeled pebax, fiber disturbance ,frayed fibers, and unraveled fibers were noted on the balloon. A constriction to the balloon made of balloon fibers was also noted. There were no other specific anomalies noted during the visual evaluation. No functional testing was performed due to the condition of the sample and the nature of the complaint. All the anomalies are noted on microscopic observation. Therefore, the investigation is confirmed for the reported material deformation issue as a constriction/deformation to the balloon made of balloon fibers were noted. The reported anomalies were also able to be observed from the provided photo. The investigation is also confirmed for the reported unraveled fiber and identified peeled pebax, fiber disturbance, and frayed fibers as these anomalies were able to be observed on the returned balloon, which was also able to be observed from the provided photo. However, the investigation remains inconclusive for the reported inflation issue as no objective evidence could be noted in the photo and no functional testing was performed due to the condition of the device returned for evaluation. A definitive root cause for the reported material deformation, inflation issue ,unraveled fiber and identified peeled pebax, fiber disturbance, and frayed fibers could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 12/2024), g3, h6(device, method). H11: h6(result, conclusion). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an angioplasty procedure, the pta balloon allegedly had inflation issue. It was further reported that the balloon was allegedly deformed. Reportedly, after the device was removed, a wire was wrapped around the distal aspect of the balloon. There was no reported patient injury.